Manufacturer narrative:
(B)(4) one unit of manta, sheath, and dilator were returned for evaluation. Blood particulates were noted on the unit. No tears were noted on the button valve. Unit was functional tested for advancement. Minor tear of the valve was induced. Significant resistance was observed during advancement of the bypass tube via the button valve. A device history record review was completed by the manufacturing site. No issues or non-conformities noted. The instructions-for-use (IFU) provided with this kit in-structs the user, "note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device." Complaint details were reviewed. Customer stated, " during the deployment of a manta, the physician was unable to advance the manta device through the valve of the manta sheath. "One unit of manta, sheath and dilator were returned for evaluation. No structural damages observed. Unit was functionally tested for advancement. Significant resistance was noted when the bypass tube was advanced via the button valve of the sheath.additional information was received. Manta was not deployed. Another unit was used to complete the case. Hemostasis was immediate. CAPA was previously initiated for bypass tube resistance that was attributed to a supplier manufacturing deficiency. Corrections were implemented. The complaint rate for bypass tube resistance is 0.156% which is within occurrence limits as defined in CAPA (0.40%); therefore, no escalation is required. Based on the customer report and the sample received, the most likely root cause is supplier manufacturing /process related. Teleflex will continue to monitor and trend for events of this nature.

Event description:
It was reported: "during the deployment of a manta, the physician was unable to advance the manta device through the valve of the manta sheath. The device and sheath were removed intact and replaced with another manta and the closure was performed with immediate hemostasis."

Event description:
It was reported: "during the deployment of a manta, the physician was unable to advance the manta device through the valve of the manta sheath. The device and sheath were removed intact and replaced with another manta and the closure was performed with immediate hemostasis."

Manufacturer narrative:
(B)(4)